Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy (she had diffuse sclerosing variant of papillary with multifocal, the largest foci measured 1.6 on the right. She had lymphovascular invasion of focal extrathyroidal extension and lymph node involvement with 7 positive lymph nodes a/p: 1. Papillary thyroid cancer stage 1 t3n 1 a papillary at intermediate risk of recurrence) in 2008, thyroid cancer, menarche (menarche age 9 irregular menses), menses irregular, gravida ii, ovarian cyst, obesity, bloating, dyspareunia, fatty liver, hyperlipidemia, hypertension, hypothyroidism, appendectomy, cholecystectomy, ovarian cystectomy, tonsillectomy and uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos, mirena and iud. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis ("diverticulitis"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other-brain fog/memory issues"), memory impairment ("other-brain fog/memory issues") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, diverticulitis, allergy to metals, feeling abnormal, memory impairment and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, diverticulitis, feeling abnormal, genital haemorrhage, memory impairment and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: no endometrial abnormalities identified. Successful bilateral tubal occlusion status post essure placement. Ultrasound pelvis - on (B)(6) 2018: the uterine size, contour and texture appear within normal limits, ovaries better seen transabo, cyst on left ovary, normal right ovary no free fluid is seen within the cul-de-sac. Ultrasound scan - on (B)(6) 2017: status post thyroidectomy bilateral mildly enlarged, likely benign lymph nodes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and diverticulitis ("diverticulitis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy (she had diffuse sclerosing variant of papillary with multifocal, the largest foci measured 1.6 on the right. She had lymphovascular invasion of focal extrathyroidal extension and lymph node involvement with 7 positive lymph nodes a/p: 1. Papillary thyroid cancer stage 1 t3n 1 a papillary at intermediate risk of recurrence) in 2008, thyroid cancer, menarche (menarche age 9 irregular menses), menses irregular, gravida ii, ovarian cyst, obesity, bloating, dyspareunia, fatty liver, hyperlipidemia, hypertension, hypothyroidism, appendectomy, cholecystectomy, ovarian cystectomy, tonsillectomy and uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos, mirena and iud. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), feeling abnormal ("other-brain fog/memory issues"), memory impairment ("other-brain fog/memory issues") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, diverticulitis, allergy to metals, feeling abnormal, memory impairment and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, diverticulitis, feeling abnormal, genital haemorrhage, memory impairment and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: 1. No endometrial abnormalities identified. 2, successful bilateral tubal occlusion status post essure placement. Ultrasound pelvis - on (B)(6) 2018: the uterine size, contour and texture appear within normal limits, ovaries better seen transabo, cyst on left ovary, normal right ovary no free fluid is seen within the cul-de-sac.. Ultrasound scan - on (B)(6) 2017: status post thyroidectomy bilateral mildly enlarged, likely benign lymph nodes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.